Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was alleged. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.